Event description:
The customer returned the product for a cassette sensor error, during device evaluation, a missing downstream occlusion (dso) was identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that there was no previous history. The customer¿s complaint was confirmed during the delivery accuracy test. Further investigation identified a missing downstream occlusion (dso) seal. The dso seal was replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria.